Event description:
A doctor reported that pressure infusion "fell away" during a vitrectomy procedure. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. However, the company rep replaced the power controller printed circuit board assembly (pcba) and the power module battery. The system was then tested and met product specs. The root cause is unk. (B)(4).